Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inlet tubing for fixing the balloon of the foley catheter was cracked. The urethral catheter fell off after 10 minutes of indwelling for urine drainage. They also confirmed a second indwelling was conducted. Per additional information via ibc on 26-jan-2022, it was stated that on (B)(6) 2022 the catheter was inserted, and the drainage was smooth. And on (B)(6) 2022, the patient was experiencing irritation. The doctor provided effective restraint, relevant psychological care, and repeatedly communicated the importance of effective restraint to the patient. At 06:30, the patient was clearly restless, so patient broke the restraint band, pulled out the urinary catheter, and checked it, but the front end of the urinary catheter and the balloon part were not visible. At 6:50 urine self-dissolved, approximately upto 200 ml yellow in urine tube. The front end of the urinary catheter and the balloon were partially broken, leaving them in the bladder. No medical intervention was reported. Internal and surgical treatment is required to avoid the above permanent damage. Per additional information via ibc on 11-feb-2022, it was confirmed that the above issue happened with the same catheter. It was stated that both the front part of catheter and the balloon are broken and left in the bladder. It was also stated that both were removed with cystoscope, then the patient got hematuresis. The lot information was unknown.

Event description:
It was reported that the inlet tubing for fixing the balloon of the foley catheter was cracked. The urethral catheter fell off after 10 minutes of indwelling for urine drainage. They also confirmed a second indwelling was conducted. Per additional information via ibc on 26jan2022, it was stated that on (B)(6) 2022 the catheter was inserted, and the drainage was smooth. And on 12jan2022, the patient was experiencing irritation. The doctor provided effective restraint, relevant psychological care, and repeatedly communicated the importance of effective restraint to the patient. At 06:30, the patient was clearly restless, so patient broke the restraint band, pulled out the urinary catheter, and checked it, but the front end of the urinary catheter and the balloon part were not visible. At 6:50 urine self-dissolved, approximately up to 200 ml yellow in urine tube. The front end of the urinary catheter and the balloon were partially broken, leaving them in the bladder. No medical intervention was reported. Internal and surgical treatment is required to avoid the above permanent damage. Per additional information via ibc on 11feb2022, it was confirmed that the above issue happened with the same catheter. It was stated that both the front part of catheter and the balloon are broken and left in the bladder. It was also stated that both were removed with cystoscope, then the patient got hematuresis. The lot information was unknown.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. The reported failure was able to reproduced. The product had cause the reported failure. The failure was cause by the misuse of product. A root cause of this failure mode is could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, balloon and valve. Bardia tri-lumen is composed to tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. ¿the product is with silicone coating. The material of catheter body, inflation conical interface, deflation conical interface, flushing conical interface, balloon is natural latex. The material of valve is polypropylene. Sterilized by radiation. Disposable. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gentle insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box. Do not use the product of have later allergy". H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.